Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01861. It was reported that both of the patient¿s leads had migrated which was confirmed via x-ray imaging. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.